Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced infusion set detachment from connector on (B)(6) 2024. The infusion set was in use for 2 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.